Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 240 units of insulin. Additionally, an occlusion alarm occurred. The customer suspected the occlusion alarm was caused by an air bubble in the cartridge tubing. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Blood glucose level was 183mg/dl. During a follow-up, it was reported the fill estimate issue was resolved by loading a new cartridge onto the pump.